Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to potential atrial fibrillation with rapid ventricular response. In addition, remote transmission revealed that there was an increase in thresholds on the left ventricular (lv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.